Manufacturer narrative:
Continued e1 -- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency left side rupture with intracapsular silicone diffusion, perspiration of silicone, waves, folds, rotation and capsular contracture, baker grade I. The device has been explanted.